Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received multiple inappropriate shocks and went to an outpatient clinic for follow-up. Upon interrogation, the device was found to be in safety mode. Since the patient was pacemaker-dependent and also due to their poor general medical condition, the device was replaced immediately. Besides intervention, there were no other adverse patient effects reported. Device return is expected.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was confirmed to be operating in safety mode as was reported from the field. Memory review confirmed that the device underwent a reset due to memory corruption. A memory error was recorded and followed by three device faults. It is normal device function for this product to revert to safety mode after detecting three faults in a short period of time. The device reverted to a safety mode with limited programmability, in which single chamber pacing and defibrillation therapy were available. Detailed analysis determined the root cause of the memory corruption appeared to be due to an issue with a digital integrated circuit component.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received multiple inappropriate shocks and went to an outpatient clinic for follow-up. Upon interrogation, the device was found to be in safety mode. Since the patient was pacemaker-dependent and also due to their poor general medical condition, the device was replaced immediately. Besides intervention, there were no other adverse patient effects reported.